Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 124 mg/dl. The customer stated that his pump reset out of nowhere and he received a motor error alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.